Event description:
It was reported that the lower screen on the external pulse generator scrolled and the device turned itself off. Several new batteries were tried, but it did not resolve. The generator was returned for service. It was indicated on the return paperwork that there was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Main printed circuit board is out of electrical specification. Lcd (liquid crystal display) is out of specification (gasket seeping). Battery contacts are compressed. The ring is bent. Lead flex cover and ring cover are contaminated. Upper and lower cases and two side bail covers are broken.